Manufacturer narrative:
This device has been rec'd by this MFR, but an evaluation has not yet been performed; therefore, a thorough physical examination has not yet been performed. We are unable at this time to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.

Event description:
This medwatch report was initiated upon the receipt of the device and the initial inspection of the device in preparation of the eval investigation. At that time, it was determined that the reported malfunction is a reportable event. The complainant reported that the device that had been implanted (date of implant unknown) in a pt (age and gender unknown) was subsequently found to be leaking. The device was explanted from the pt. The complainant reported that there were no pt complications as a result of the reported malfunction. Upon the initial inspection of the returned device performed in 2007, by the boston scientific engineering staff, the leak was found to have occurred distal to the suture wing.